Manufacturer narrative:
The 360mm gayet bipolar forceps (cev134bg) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the bipolar forceps verified the complaint reported by the customer as valid. It was suspected that when going to after-sales service, the screw was not welded which led to the loss of the screw. It was noted that this was an isolated occurrence and a reminder was sent to the service and repair team.

Event description:
It was reported that the clamp/360mm gayet bipolar forceps (cev134bg) "broke at the handle where the screw was unscrewed and was gone". The clamp reportedly broke in the patient. There was no consequences to the patient but an unspecified delay in care occurred. When asked if the procedure was completed using a another device or method, customer replied that they have a stock of tweezers that they have set up following breakages. It was not reported whether all parts were retrieved.